Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a "motor disconnected" error (m2,m3) on a centrimag while running on a patient on18mar2026 with rotations per minute (rpm) gone to 0. The cable connections were confirmed, rpm re-established for 2 seconds, and the same error showed up. During the 2 seconds of rpm going up, a loud rattling noise was heard at the motor, similar to when the magnet gets decoupled. The pump was then re-seated to ensure that it was properly positioned on the motor. Rpm was set to go up again and same error occurred with 0 rpm after 2 seconds. The console along with the motor was then switched out to the backup. The rpm's were established without issues with the new set of console.